Event description:
Reference number (B)(6) event occurred in the canada it was reported that the patient experienced kinked cannula on (B)(6)2024 leading to high blood glucose. The site of location of infusion set was abdomen. The issue was observed within three hours of insertion. High blood glucose was addressed using automatic bolus via pump. No further information available.